Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01725. This report is being submitted as additional information. Approximate age of device- 1 year and 10 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remained ongoing on the device with no further related issues reported until receiving a vad (ventricular assist device) exchange on (B)(6) 2018 ((B)(4)). Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department with complaints of transient amaurosis of the right eye, diplopia and some problems with the visual fields. The patient elaborated on having episodes where vision became crossed and was unable to focus. The patient suffered from neurologic dysfunction and subacute ischemic insult of the parasagittal left occipital lobe. A computed tomography result confirmed a subacute appearing ischemic insult involving the parasagittal left occipital lobe. No evidence of hemorrhage or mass effect were reported. Chronic lacunar infarct in the right cerebral hemisphere was observed. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided. The center reported that it suspected that the stroke was due to an embolic event from the lvad.